Manufacturer narrative:
The customer¿s report that the set leaked from a hole in the tubing was confirmed. Visual inspection revealed that the tubing had a slice cut measuring 0.0131 inches long, located 8 ½ inches away from the lower fitment. There were no other damages or anomalies. Functional testing and pressure testing confirmed a leak from the slice cut in the tubing. The root cause of the reported leak was identified as damage on the tubing. The cause of the damage is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a nurse noticed blood and saline leaked on the floor while connected to a patient. It was determined that there was a hole in the IV tubing. There was no patient harm reported.